Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the buttons won't respond and then she received a button error alarm. Customer stated that she will leave the battery out for 24 hours and then it works. Customer also gets insulin that she is not supposed to be getting. Customer stated that it will show the incorrect insulin amount in the reservoir. Customer's blood glucose was 587 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube window, cracked reservoir tube and missing end cap sticker.